Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)). The log file contained data spanning approximately 207 days ((B)(6)2020 ¿ (B)(6)021 per the timestamp). The driveline was disconnected on (B)(6) 2020 at 15:52:58, both power cables were disconnected at 15:55:27, and the controller was put into sleep mode at 15:55:58; these events are consistent with the controller being exchanged. The driveline was not connected to the controller for the remainder of the log file. After the controller exchange, the controller was periodically powered on and operated in charge mode; this is consistent with the controller being the patient¿s backup controller. No atypical alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The controller was returned and tested. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 11aug2020. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take when the alarms occur. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient decided to change his controller after he "heard noises" coming from "something." The patient did not notify anyone until the following clinic appointment. There was no evidence that the controller change was warranted and the patient was instructed not to change controllers without consultation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Through log file analysis it was discovered that the patient was exchanged from their primary controller (B)(4) to their backup controller (B)(4) on (B)(6) 2020 for an unknown reason. The backup controller remained in use until (B)(6) 2021. Manufacturer report reference number: 2916596-2021-03674.